Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start up. Review of the log file showed that host pc os disk 1" done/failed. During troubleshooting, fse replaced the host pc os disk. After replacement the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that there was a startup problem. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.